Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. There was no excessive no delivery alarm. The insulin pump communicated properly with the one touch ultralink bg meter. The insulin pump had a cracked display window corner, scratches on the lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 600 mg/dl. Customer treated their high blood glucose with a manual bolus delivery via the insulin pump. Customer experienced thirstiness and an upset stomach. Customer had a no delivery alarm and they were able to resolve the issue with an infusion set change. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.